Manufacturer narrative:
(B)(4). Method: the returned hc608 CPAP unit was visually inspected externally and internally for heat damage. The unit was also powered up using a new power cord. The complaint power cord was also visually inspected. Results: the complaint hc608 was inspected externally and damage was observed on the side of the unit and around the mains (electrical) socket. Smoke stains were observed on the back of the upper case near the power cord socket. The power cord was observed to be melted at the connecter end . When the unit was opened for further inspection, no damage to the internal components was noted. The unit started and worked normally with the new power cord. Conclusion: no fault was found with the fisher & paykel healthcare hc608 CPAP device as it operated properly during testing and showed no signs of internal damage. The manufacturer of the power cord concluded in their investigation report that prolonged bending of the lead had caused the failure at the plug. This prolonged bending stressed the wire strands at the crimped joint, causing them to break gradually and finally resulted in arcing that melted the copper strands as well as the pvc over-moulding. The hc608 is designed to the electrical safety standard, as/nzs 3200.1. The materials used in the thermoplastic components of the mains connector and the cases are flame retardant according to as/nzs 3200.1. Our equivalent product in the us is designed to the standard, ul60601-1, for both hc608 and power cord. In 2010 fisher & paykel healthcare conducted a retail level recall on all volex power cords used in the hc230, hc240, hc250 and hc600 series CPAP humidifiers in (B)(4). CPAP humidifiers manufactured since january 2010 feature a different, more robust power cord and were not subject to this recall. The power cord used in the USA is of a different brand and construction and was not subject to this recall. The complainant, distributor sa CPAP services, was included in this recall.

Event description:
A distributor in (B)(6) reported that the power cord and ac inlet of a patient's hc608 CPAP humidifier was damaged.no patient consequence was reported.